Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an episode recorded by this pacemaker showed loss of atrial capture. Technical services was consulted and confirmed a recent episode showed loss of capture at 0.4v@0.4ms, with an evoke response channel that showed a change in morphology at right atrial loss of capture. Troubleshooting and programming recommendations were provided. No adverse patient effects were reported.